Manufacturer narrative:
Block b3: exact date unknown, event occurred a while ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7011366.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. Additional information was received that the explanted devices were not returned as they were not released by the medical facility. No further information has been obtained despite good faith efforts.